Manufacturer narrative:
Medical records received reported that approximately 7 months post tavr with a sapien 3 valve, the patient developed a worsening systolic murmur and was admitted to the hospital with strep viridans endocarditis.  Tte shows vegetation on the av and also noted mv insufficiency.  The patient developed ant/arf requiring hemodialysis briefly but her kidneys recovered.  A repeat recent tte showed normal biventricular function, no valvular vegetation, moderate mr, which had slightly decreased, and ar which had increased.  The valve was explanted 1 year post tavr and a new surgical valve was implanted.  The patient was discharged in stable condition.  Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, approximately 7 months post tavr the patient was diagnosed with strep viridans endocarditis and the valve was explanted 1 year post tavr after recovery from kidney dialysis.  There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve.  The event was investigated by edwards lifesciences and found not to meet the criteria for a reportable event. Therefore, a corrected report is being submitted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 1 year post tavr with a 23mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.